Manufacturer narrative:
Initial report sent to FDA on (B)(4) 2008.

Event description:
Procedure: urological. According to the reporter: following an anterior and posterior repair procedure on (B)(6) 2006, the pt recently went to her fdamily dr with complications. She was referred back to the dr immediately and presented with cellulitis/exposure/erosion on the distal posterior wall of the vaginal entroitis, and then infection where the distal arm starts. The dr is taking the pt back to the or for possible excision of the arm.